Manufacturer narrative:
H.2. Additional information: g.4. Updated to reflect the updated awareness date; b.3. Updated to reflect the updated date of event.

Event description:
It was reported that bd vacutainer® lithium heparin 75 usp units blood collection tubes was missing additive.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes was missing additive.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes was missing additive.